Event description:
The customer reported that the system was not saving cine runs. The field engineer noted that the saved cine images were white and filled with static and that the system would lock up upon cine playback. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive board, cine bridge, and the image processor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.